Event description:
In 2002, the patient was implanted with an lvad. In 2003, the patient arrived at the hospital experiencing red heart and power limit advisory alarms with possible pump stopping. The patient had pneumatically actuated their device while in route to the hospital. While listening to the lvad at the hospital, the nurse noticed that the pump was making a secondary sound at the end of a pump cycle. The lvad system controller and vent filter were changed and motor waveforms were downloaded from the lvas and forwarded to the manufacturer for analysis. The patient was running electrically and will be monitored at the hospital.